Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely physical damage to the device likely from a drop or hard object collision resulting in no image. This issue is addressed in the instructions for use (IFU) which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following:faulty printed circuit board and faulty charged coupled device (ccd) causing no image to be displayed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that the customer experienced difficulty with the image with an hd autoclavable camera head. No further information could be provided by the customer. There was no reported patient impact related to this occurrence.